Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer experienced hyperglycemia and prime fill anomaly. The customer¿s blood glucose level was at the time of incident over 500 mg/dl and 540 mg/dl and the current blood glucose level was 418 mg/dl. Customer had experienced blood glucose value of 260 mg/dl also. The customer declined troubleshooting for high blood glucose level. The customer was treated with manual injections for high blood glucose level. Customer stated that the insulin pump stopped priming and the insulin kept dripping. Customer also stated that the insulin pump had stopped working. The device will not be returned for analysis.